Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed which suggests under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver any of the expected medication dose. The patient started an intravenous administration of fluorouracil 3670mg in 0.9% normal saline for 46 hours; however, at the time of removal of the device after the expected therapy time was complete, it was observed that the medication had not been administered as the device chamber was still full of the initial volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.